Event description:
A call to technical services was made on 11/1/2013 stating that there was a red alert for lead safety switch for rv lead. The patient conducted with a very long avd and is atrially dependent, but when pacing aai he conducted up to about 110. There was a little bit of noise with pocket manipulation and arm movements in unipolar and did see a lot of noise with bipolar pacing and isometrics and had a lot of stored episodes with noise. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).